Manufacturer narrative:
The reported product is an unknown baxter transfer set. Initial reporter first name - (B)(6). This report is for a use error which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Product labeling for the transfer set advices the user to change the transfer set at least every 6 months. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to a use error, specified as the patient¿s transfer set was not changed for the last one and half years. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with injection of cefepime (1 mg, ongoing, route and frequency not reported) for peritonitis. At the time of this report, the pd fluid was clear and the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.